Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirmed it is ok with a frayed lanyard cable. The hand piece ran fair except for one stall and a loud noise. The shaft face had large pits on it, but the inside of the housing was noted to be clean. The failure was caused by a worn noisy motor. The motor, shaft face, tvs, button, all seals, o-rings, and flex strip were replaced and tested. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 906064, powertek ii plus shaver system. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hand piece suddenly stopped functioning. Attempts have been made and additional information on the reported event is unavailable.